Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had an oozing scab at the back of the head in the neck area. The physician assessed this as an infection and decided to perform a revision procedure in which the two lead extensions were explanted and replaced with two new lead extensions. The physician also indicated that the infection was neither device nor procedure related. The patient was placed on antibiotics and is doing well post operatively. The lead extensions will not be returned for analysis as they were deemed as contaminated by the facility.